Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 21mg/dl. Troubleshooting was performed. The caller stated that her husband does not pay close attention to his blood glucose. Reviewed the priming technique and settings and they were correct. The reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.